Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. Analysis of the catheter (lot# unknown) found a non-significant anomaly; the sc connector was damaged at explant.

Event description:
It was reported that the motor stalled on (B)(6) 2015, and did not recover. The healthcare provider (hcp) reportedly tried to start it again without luck. A stopped pump was noted in the logs; the pump was shut off for 17:42. The pump was set to minimum rate, and was planned to be explanted on (B)(6) 2015. The patient was fine and was on perioral drugs. The pump system was being used to infuse lioresal. The event outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient did not have any symptoms related to the motor stall and was strictly on oral drugs. The pump was reprogrammed into minimum rate 1 day after the event. The cause of the motor stall was not determined.